Manufacturer narrative:
Submitting supplemental to send related report ID numbers.

Manufacturer narrative:
No product was returned for evaluation. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known is some procedural factors may have contributed to the event. An image was provided. Per the image evaluation, the detached hub can be confirmed however the product malfunction cannot be confirmed. An engineering evaluation was completed to assess for any manufacturing related processes which could be correlated to the complaint. As part of the manufacturing process, 100 percent of the units go through a leak test inspection. The IFU states, precaution. It is possible to stretch the body of the catheter and cause the thermistor's internal wires to detach, there by breaking the circuit. When testing and cleaning the catheter, do not forcefully wipe or stretch it. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.

Manufacturer narrative:
The device has been requested to be returned, but has not yet arrived. When it arrives and the product evaluation has been completed, the results will be sent in a supplemental submission. The lot number is unknown, therefore, the device history record review cannot be completed. Additional product codes, kra, dyg, dqe. The other two report ID numbers to link these events will be sent in a supplemental submission.

Event description:
It was reported that before use, that there was a hub disconnection on the swan ganz true size catheter. The blue tubing on the catheter became separated from the white port connector. The facility reported that this occurred three times in the last several weeks but was unable to give exact days of occurrence. There is no patient injury.